Event description:
Philips m3001a a04 mms unable to provide spo2 value, especially on low-perfusion / compromised pts. Malfunction is not limited to one device. Multiple troubleshooting has occurred, and anticipate a software / hardware problem with the a04 configuration. Previous a02 configuration did not have the same malfunction. FDA safety report ID# (B)(4).